Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple inappropriate shocks while sitting on his lawn mower which exhausted therapy. Boston scientific technical services (ts) was consulted and suggested some programming options to alleviate this issue which were done. To date, no adverse patient effects have been reported.